Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Screw head broke off 6.5mm cancellous screw in a case. Screw should be 6.0mm, not 6.5 mm.